Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The drive support cap was exposed after he dropped the insulin pump on the floor. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and the basal rate delivery properly. No basal delivery anomaly noted. No motor error alarm or motor position encoder error alarm noted. The motor passed motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corner and minor scratched display window.